Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. This report is for an unknown antegrade femoral nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product code: hwc. Unknown if/when the device has been explanted; it was reported the revision procedure was planned for either (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that broken antegrade femoral nail (afn) was discovered post-operatively. The nail was originally implanted on (B)(6) 2016. It was discovered the nail is broken at the most distal recon screw hole at the proximal end of the nail. Revision surgery for new afn is planned, but it is unknown if it has occurred yet. This report is for an unknown antegrade femoral nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Additional product code hwc reported; only applicable product code is hsb. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the revision surgery was performed on (B)(6) 2016. The broken nail was revised to a trochanteric fixation nail anti-rotation (tfna), one 85mm femoral head/neck screw and two 5.0mm locking bolts. Concomitant medical parts: 85mm fem head/neck screw (part 04.038.185s, lot unknown); locking bolts (part 04.055.532s, lot unknown, quantity unknown).